Event description:
User called into emergency support program line to request support with a gas loss alarm on a cardiosave inta aortic balloon pump during use, no patient harm or injury was reported. User reported that the alarm had gone off and they were unsure how to resolve it. She did utilize the help screen but not the iab fill key button. The emergency support personnel had assisted her through phone for verifying that no blood was there in the helium tubing , all connection secured with no kinks and trouble shooting by pressing iab fill key button. The alarm resolved after troubleshooting and therapy was continued.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). Gas loss in iab circuit - gas loss occurs when the pump detects helium escaping from the iab circuit due to a leak or excessive diffusion. If the cumulative shuttle gas loss exceeds 5 cc/hr, and the iab inflation time is greater than or equal to 80 msec and deflation time is greater than or equal to 250 msec, a gas loss alarm is triggered. Common causes-leaks or blood in the catheter, balloon, or extender tubing. Loose luer or connector fittings. Patient conditions such as febrile or tachycardia alarm behavior- both alarms cause the system to vent and deflate the iab. They can occur in any operational mode and from various trigger sources. If no physical issues (e.g., leaks, occlusions, loose connections, or patient-related factors) are confirmed, the iab fill procedure must be performed per the instructions for use (IFU). Iab fill key function - pressing the iab fill key for 2 seconds initiates an autofill process that purges and replaces the shuttle gas with pure helium and recalibrates the fiber-optic iab if needed. This function is used to resolve gas gain/loss alarms when no device malfunction is present. User called into emergency support program line to request support with a gas loss alarm on a cardiosave inta aortic balloon pump during use, no patient harm or injury was reported. User reported that the alarm had gone off and they were unsure how to resolve it. She did utilize the help screen but not the iab fill key button. The emergency support personnel had assisted her through phone for verifying that no blood was there in the helium tubing , all connection secured with no kinks and trouble shooting by pressing iab fill key button. The alarm resolved after troubleshooting and therapy was continued. Root cause determination - in this case, gas gain/loss alarms were triggered without confirmed device issues. The user did not follow the IFU instructions to perform an iab fill, suggesting the most likely cause is user error either due to lack of knowledge or failure to follow proper troubleshooting steps.